Event description:
The following has been reported by customer: keeps asking to install line even though it is installed reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.